Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (con). It was reported that the cause of the battery sticking up and the implant site being stretched out was due to the doctor putting it back in the old pocket.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient with an implantable neurostimulator (ins) for gastric stimulation. It was reported that the patient¿s ins ¿pooches¿ or sticks out and the therapy worked beautifully, but this was concerning the patient. It was noted that this happened all the time (no matter the position), and with their previous device, it only ¿pooched¿ out a little bit if they were laying down. When the patient lay their hand on the ins, it hurt, and when they reached up to grab/lift something, it pulled. It was noted that the patient told the nurse these things and was told that it was hard to put these devices in and make them stay in, and their healthcare provider (hcp) stated that they sewed the device down. The patient never had this problem with the other implants. It was reported that the implant was in the abdomen on the left side about 6-8 inches down from their breast and that the incision itself had healed beautifully. It was noted that it was not all the time, but enough to notice that it was sticking out more. The patient was redirected to follow up with their hcp to discuss their symptoms. On 2018-02-09, they reported that the nurse told the patient to wait until (B)(6) when they would see their regular doctor. It was noted that the battery was changed (B)(6) 2017 and the doctor told the patient it was hard to make them stay in without it sticking out; the patient had two before and no problems. It was noted that for the meantime, they would live with it. On (B)(6) 2018, the patient reported that, for three months, they tried to get back with the surgeon because it continually hurt at the implant site. It was noted that the doctor "took the old one out and dropped the new one in there" and it was stretched out. All of a sudden, the battery was laying on top of their stomach and was "sticking up". On (B)(6) 2018, the surgeon changed the battery and put in a new one. No further complications were reported/anticipated.

Manufacturer narrative:
Due to imdrf harmonization, method, result, and conclusion codes were updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (con). It was reported that it was moving all over the ins site and floating. It was revised and implanted deeper in the pocket on (B)(6) 2018.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.